Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted he followed the sinus tract all the way down the mesh where he noticed it expressed pus purulent material from under the mesh. The surgeon encountered a left inguinal abscess on undersurface of the mesh that required a partial removal of the mesh. The infected mesh was removed and the abscess cavity was irrigated. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/07/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.